Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qjbcbt and no non-conformances were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: an opened box with twenty-six packets of product code eh7823 was returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: were there any adverse patient consequences? We did not receive any information about possible adverse patient consequences.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Flap surgery. What was the procedure date? (B)(6) what is the lot number? Qjbcbt. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify during use in patient, after 2 to 3 stitches, several sutures showed the same issue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? Event reported in 2210968-2021-07810 and 2210968-2021-07812.

Event description:
It was reported that a patient underwent a flap surgery on (B)(6) 2021 and suture was used. During the procedure, the needle separated from suture after 2 to 3 stitches. The procedure was completed with different suture material. There were no adverse patient consequences reported. No additional information was provided.